Event description:
It was reported that the pt's impression of sound was very quiet. Exchanging the external equipment did not alter the situation. The pt is now unable to hear anything. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.